Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Ventricular short interval count v-sic=14.2 counts avg/day, in 2.25 days, between (B)(6) 2011 05:57:50 and (B)(6) 2011 12:03:01.

Event description:
It was reported that the patient received an inappropriate shock two days after implant due to noise oversensing. The patient was seen again two weeks later, and the lead continued to exhibit noise oversensing. The lead will be revised. No patient complications have been reported as a result of this event.